Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two percutaneous leads (from the same lot) on (B)(6) 2010. The patient reported that the scs system caused sleeplessness and weakness up and down her spine. She also reported that her pain was worse when the stimulation was off. The patient's doctor decided to explant her scs system due to her complaints and psychological issues. The explanted product will not be returned.